Manufacturer narrative:
(B)(4).

Event description:
Six endeavor sprint drug eluting stents implanted during the index procedure, two in the cx and four in the lad. An angiographic complication of dissection is reported to have occurred during implant of the four lad stents.